Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Cracked battery tube threads, reservoir tube lip, broken belt clip slot and scratched lcd window. Intermittent button response due to moisture damage to keypad traces. No rewind anomaly noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer stated that he can no longer use the insulin pump due to malfuctioning. Customer unable to rewind. The insulin pump will be replaced. Nothing further reported.